Event description:
A healthcare worker experienced a burning sensation with whitening of her skin on her right palm as she removed a load after the cycle completed while wearing oven-type gloves. The worker rinsed the contact site with water and did not seek medical attention. The vaporizer plate was not in place at the time of the event.